Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced recurrent overnight low glucose after entering multiple meal announcements within short time intervals, including several announcements between approximately 1 a.m. And 3 a.m., and reportedly using meal announcements to lower glucose rather than for food intake. Symptoms included hypoglycemia with a lowest reported glucose of 48 mg/dl and associated low-glucose event. Outcomes included self-treatment with oral carbohydrates and return to target within about one hour without medical intervention or hospitalization. Investigation included review of downloaded device data and user reports, as well as troubleshooting and education on appropriate meal announcement behavior and a recommendation to perform a factory reset and announce meals once per eating occasion. Investigation of this case revealed evidence of user-initiated multiple meal announcements leading to excessive insulin delivery and subsequent hypoglycemia, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction/use error related to meal announcements.